Event description:
Device 2 of 3. Reference MFR reports 1627487-2013-00532 and 1627487-2013-00534. It was reported the pt ((B)(6) experienced a sudden loss of stimulation. An x-ray revealed a disconnection within the pt's scs system. It is unk whether the disconnection is at the ipg-extension connection or the extension-lead connection. The pt denies experiencing any traumatic event which may have attributed to this issue. There are no immediate plans for invasive intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.